Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 2238308 is considered in compliance with our product specification requirements.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns. Barrel / flange was damaged. The following information was provided by the initial reporter: I am contacting you regarding the complaint in question. Our customer has received a new market complaint for what appears to be the same defect (no samples available at this time) on the same batch. The customer is a hospital that is awaiting a clear explanation and is beginning to show impatience. From related record: (the surface is not smooth and appears to be dented or pressed, as if something had hit or nicked it. Photos submitted by the end user of the defect are attached to this email for illustration.) Damaged syringe body, scale marking problem, broken/damaged piston rod. Additional information provided: could you confirm the date of the incident? The (B)(6) hospital notified our client on (B)(6) 2025. Could you indicate the number of occurrences? Two occurrences in the same batch of syringes to date. Could you confirm whether the patient or user suffered any harm? If so, please explain. The patient's injection was successful after several attempts.